Event description:
On (B)(6) 2009, the patient reported, he is receiving repeated e6's (mechanical error) on his insulin infusion device. He stated his device displayed an e6 within 45 minutes after taking it out of the package while using the provided battery. He said, he cleared the error and has been receiving e6 and e7 (electronic error) intermittently since. He stated the e6's continue to occur with replacement batteries. The patient confirmed he is using the proper type of battery, but could not verify the expiration date. He stated, he is currently receiving an e6, but he is able to clear it. The patient re-inserted the battery and insulin cartridge, and successfully primed the infusion set without error. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.